Event description:
It was reported the patient presented to the clinic. Interrogation of the device revealed no magnet response, no telemetry and no pacing output. The device was explanted and replaced. No patient complications were reported as a result of this event. Additional information obtained from the patient's physician's office indicated the device was replaced electively as it had reached the recommended replacement time (rrt).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported the patient presented to the clinic. Interrogation of the device revealed no magnet response, no telemetry and no pacing output. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) testing revealed elective replacement indicator parameters. Further testing found fractured battery bond wires.